Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer declined troubleshooting with tandem technical support and the customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.